Manufacturer narrative:
The c502 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for online tdm vancomycin gen.3 (vanc3) cobas 8000 cobas c 502 module. The initial result was 60.80 mg/l. This result was questioned by the pharmacist, and the sample was repeated. The repeat result was 26.80 mg/l. This result was believed to be correct.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer used a centrifugation time of 5 minutes at 3499 relative centrifugal force (rcf). Based on the sample tubes used, the centrifugation conditions should be 10 minutes at 1300 - 2000 rcf or 5 minutes at 3000 rcf. The investigation determined the event was consistent with a preanalytical sample handling issue (spin speed too fast). The investigation did not identify a product problem.